Event description:
Reporter indicated that vns patient developed an infection at the chest incision site post-implant. The patient was hospitalized for treatment with a vigorous course of IV antibiotics and I&d. Upon discharge, the patient was prescribed oral antibiotics. The infection is reportedly resolved, but the patient reports "muscular" type pain in left arm. Re-implant is not scheduled at this time.